Event description:
It was reported; pt was several years status post right total hip arthroplasty. Initial reporter believes the pt had a sulzer inter-op cup. Catalog and lot number is unknown. Pt had a failed loose acetabular component of there right hip which required revision. This was done in 2002.